Event description:
It was reported that an occlusion alarm occurred during bolus delivery. There was no reported adverse impact to customer's blood glucose. Customer delivered another bolus and the occlusion alarm did not reoccur. Customer did not require further assistance.